Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 lead, implanted: (B)(6) 2006; yrirhxc16115 stent graph, implanted: (B)(6) 2005; yrechxc1655 stent graph, implanted: (B)(6) 2005; yrbrhxc2816135 stent graph, implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach at the first rib /clavicle location while in vivo. The proximal conductor of the lead became distorted at the first rib/clavicle location while in vivo. The outer insulation of the lead was observed to have blood ingression. Visual analysis found approximately 2 centimeters of outer insulation was missing at distance 18cm (proximal-within 20cm). Blood and body tissue and distortion of the proximal conductor appeared in this area. There was also a lot of blood along lead length. The analyst noted: all these things found lead us to conclude that the outer insulation was breached in-vivo/ clavicle rib crush, and it did contribute to the complaints of high thresholds and undersensing.

Event description:
It was reported that the patient presented with loss of capture in the right ventricular (rv) lead, at maximum output in both bipolar and unipolar. It was further reported that the rv lead did not sense the patient's escape rate, which was in the 30's, even after changing the sensitivity. The patient was reported to be intolerant of a heart rate in the 30's. It was discovered that the lead had dislodged and was floating in the rv. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.